Event description:
During the routine follow-up of the device involved in this report, one of the episodes recorded in device memory exhibited a mismatch between markers and egm.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Results: inadequate embedded and programmer software behavior regarding storage and display of high duration recorded episodes. (B)(4).